Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that all of a sudden, two days prior, stimulation would go too high and when they turned it down it would go up again. The patient ended up turning stimulation off. The patient tried again the day prior but the same thing happened. It made the patients legs uncomfortable. The patient didn¿t respond when asked about adaptive stimulation. The symptoms were reported as a sudden onset. There was no known accident or incident related to the complaint. It was unknown what the patient status was. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.